Manufacturer narrative:
One device will be returned to bd for evaluation. The return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cre14s recanalization catheter experienced a retraction problem. This report was received from one source. This event involved a patient with no patient consequences. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
One device is returned for investigation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cre14s recanalization catheter experienced material separation. This report was received from one source. This event involved a patient with no patient consequences. The patient¿s age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cre14s recanalization catheter experienced material separation. This report was received from one source. This event involved a patient with no patient consequences. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot history review was performed. One device is returned for investigation. The investigation identified material separation. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.